Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer's blood glucose (bg) was not provided, but was reported as "high." Bg was addressed by changing pump supplies and resuming insulin delivery.